Manufacturer narrative:
(B)(4). A visual nor functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history review for the product 2.9mm percutaneous introducer needle, lot #73l1600126 investigation did not show issues related to the complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. The customer complaint cannot be confirmed because the product sample is not available to perform a proper investigation and to determine the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
When using the percuvance introducer disposable surgical device, the introducer spring fell off the shaft and dropped into the patient. The physician retrieved the introducer. It was noticed that a prong from the tip was missing while cleaning the device. The physician was notified of missing tip and a thorough examination with x-rays did not reveal anything. The patient's condition was reported as fine.